Manufacturer narrative:
Functional testing confirmed that the implant shape recovery conformed to memometal specification and x-ray analysis determined that the implant probably broke due to a gap between the two phalanx. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant broken 4 months after surgery. No fusion occurred. A new surgery was conducted.